Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/21/2014 with the following findings: the battery compartment was cracked with evidence of moisture inside. The battery cap was not returned, so a test cap was used. The pump was unable to be powered on and had no audio or vibration; therefore, the black box history and pump history were unable to be downloaded. The pump failed the leak test due to the battery compartment leak. There was no evidence of internal moisture observed when the pump cover was removed. Unrelated to the original complaint, the keypad was torn. The buttons were unable to be tested due to no power in the pump. There was no contamination found under the button contacts when the keypad was removed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.